Event description:
A tandem mobi cartridge alarm was reported by the customer, which caused the customer's blood glucose level to rise to 376 mg/dl. The customer did not require assistance from a third party but contacted technical support for help. Technical support confirmed the cartridge alarm and decided to replace the pump. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted. Technical support also provided instructions on how to put the pump into storage mode before returning it and advised the customer on steps to take upon receiving the replacement pump.